Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an "er2" message. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(4) 2013. The patient reported that the error message began to appear on (B)(6) 2013 at approximately 6:30 pm. The patient manages her diabetes with insulin (sliding scale). As a result of not being able to obtain a blood glucose reading, the patient stated she took her base dose of insulin (type and amount not provided). The patient reported developing symptoms of a "headache and blurred vision" approximately 1 or 2 hours later; symptoms she associated with a low blood glucose. In response to the low symptoms, the patient reported she treated herself with food and/or drink and then went to sleep. The patient stated she woke up feeling fine. At the time of troubleshooting, the customer care advocate noted that the alleged error message could not be duplicated. The subject meter powered on normally and the patient was able to perform a blood glucose test successfully. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.